Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to advance the lead due to scar tissue at the implant site. As a result, the procedure was aborted.